Event description:
Customer called to report a pod she did not think was delivering insulin correctly. She said in the day and a half she was wearing it, her bgs went up to "between 300 and 500." When she removed the pod, she found that the cannula was 'crimped." She was able to activate a new pod successfully. The caller stated that she would return the device involved for evaluation. No further issues were reported.

Manufacturer narrative:
The device involved in the reported incident has not been returned by the user for evaluation. A follow-up report will be submitted if the product is received subsequent to this submission. Unable to confirm any malfunction. No conclusion can be reached at this time. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.